Event description:
It was reported that the patient's left ventricular (lv) 4193 lead was causing diaphramatic stimulation. In addition, upon checking the patient's device, no right ventricular (rv) capture, poor sensing and varying/high impedance was noted on the existing 6947 lead. The decision was made to add a new 6947 lead and an epicardial lead. During the implant procedure, there was difficulty positioning the new 6947 lead and difficulty verifying the lead tip helix extention/retraction. The lead was removed and eventually able to extend on the table after 30 turns. In an attempt to place another new lead, it was noted that the sheath was in the right ventricular apex. Significant bleeding from perforation of the rv was observed and was eventually stopped. The old 4193 and 6947 leads were capped. The svc set screw for the device was unable to be tightened so a new device was used. There were no further patient complications reported as a result of this event.

Event description:
It was reported that the patient's left ventricular (lv) 4193 lead was causing diaphramatic stimulation. In addition, upon checking the patient's device, no right ventricular (rv) capture, poor sensing and varying/high impedance was noted on the existing 6947 lead. The decision was made to add a new 6947 lead and an epicardial lead. During the implant procedure, there was difficulty positioning the new 6947 lead with no capture, high thresholds, high resistance, and difficulty with helix extension/retraction. The lead was removed and eventually able to extend on the table after 30 turns. In an attempt to place another new lead, it was noted that the sheath was in the right ventricular apex. Significant bleeding from perforation of the rv was observed and was eventually stopped. The old 4193 and 6947 leads were capped. The svc set screw for the device was unable to be tightened so a new device was used. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Weekly pace lead impedance trend data shows max rv pace impedance varying for max rv pace= 536 to 872 ohms peak between (B)(6) 2010. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.